Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of driveline power faults was confirmed via log file analysis; however, no alarms were reproduced during testing of the returned modular cable. Log files were submitted and downloaded for review and data from the event dates of 23sep2025 ¿ 25sep2025 were reviewed. The log files captured driveline communication fault alarms starting on 23sep2025 at 10:51:53 and the alarm did not resolve by the time an exchange was performed. The driveline was disconnected on 25sep2025 at 16:35:13 to exchange the system controller and modular cable. No other notable alarms were observed in the log files. The alarms did not affect the controller¿s ability to operate the pump at the set speed. The heartmate 3 vad modular cable (lot number not provided) was returned for analysis, and no notable damage was observed to the outer jacket. The modular cable was functionally tested and passed mock circulatory testing without any issue or alarms activating. The resistances measured from the internal wiring was elevated compared to expected values indicating wire fatigue. The outer jacket was stripped from the cable and damage was observed on underlying wires. The observed damage can lead to irregular driveline communication fault alarms observed within the submitted and downloaded log files. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event could not be conclusively determined through this analysis as no alarms were reproduced during testing. No lot number was provided by the customer to perform a device history record review for the returned modular cable. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 instructions for use (rev. D) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. A) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including driveline communication fault alarms, and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. D) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. A) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the modular cable. Heartmate 3 instructions for use (IFU) (rev. D) section 5 "surgical procedures" cautions the user that sharp bends, twists, or kinks in the driveline may make it more susceptible to wear and fatigue over time. Section 6 "patient care and management" cautions the user to avoid pulling on or moving the driveline. This section further cautions: "do not twist, kink, or sharply bend the driveline, system controller power cables, the power module patient cable, or the mobile power unit patient cable, which may cause damage to the wires inside, even if external damage is not visible. Damage to the driveline or cables could cause the left ventricular assist device to stop. If the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten." Section 6 (under "caring for the driveline") instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Heartmate 3 lvas patient handbook (rev. A) section 4 "living with the heartmate 3" (under "caring for the driveline") contains information regarding how to clean and care for the driveline. This section instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)." And "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it.¿ in addition, section 5 "alarms and troubleshooting" contains a sub-section entitled "what not to do: driveline and cables", which explicitly cautions the user not to twist. The patient handbook and the instructions for use caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient visited clinic due to their second driveline communication fault alarm within a year. The patient experienced their first alarm on (B)(6) 2024 (cs-202039), at which point the system controller and modular cable were replaced. The log files were submitted for review. Following review, it appeared that the event log file showed some driveline communication faults (a) on 25sep2025 at 10:11:43. Tech services recommended a modular cable exchange may be required to resolve the issue. There did not appear to be any interruption to pump support during the events. It was reported that the modular cable and system controller were exchanged. They took a picture of the inside of the patient's driveline connection, which did not have the best clarity. A second set of downloaded log files was provided from after the exchange, which had 20 induced power cable disconnect alarms that were created for the purpose of history. The system controller was operating normally and no alarms were present after the exchange. A self-test was performed and everything looked good.

Manufacturer narrative:
Section d4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.